Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 27sep2018. It was reported that crossing difficulties were encountered. However, returned device analysis revealed stent damage.   A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non bsc device. No patient complications were reported and the patient status was stable. A 3.00 x 20mm synergy ous mr stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the most proximal stent strut row with strut lifted and pulled back in a distal direction, consistent with the stent meeting a resistance or obstruction upon withdrawal from the lesion/patient. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks noted most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.